Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal circumflex with moderate tortuosity, mild calcification and 90% stenosis, a balance middleweight (bmw) elite guide wire was advanced to the lesion and a non-abbott balloon catheter was advanced over the bmw elite guide wire. Reportedly, resistance was felt when the balloon catheter reached approximately 40-55 mm proximal to the very distal end of the bmw elite guide wire. Plain old balloon angioplasty was performed with the non-abbott balloon catheter and an attempt was made to withdraw the non-abbott balloon catheter; however, the bmw elite guide wire was withdrawn as well. The bmw elite guide wire and non-abbott balloon catheter were found to be sticking with one another. Reportedly, once outside of the patient anatomy the bmw elite guide wire and the non-abbott balloon catheter were separated from each other, but excessive force was required. A non-abbott guide wire was advanced and two non-abbott stents were deployed to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.